Event description:
It was reported that the patient underwent a c3 corpectomy using anterior cervical plate at c2-c4. Approximately 1 month post-op, the c4 screws reportedly backed out of the plate. No revision surgery is planned at this time.

Manufacturer narrative:
Device remains implanted, product return is not possible. One month lateral post-op x-ray shows that cervical spine with plate presents c2 to c5. One of c5 screws has backed out several millimeters. No clear corpectomy graft can be seen. Previous fusion c5 to c7 appears solid. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.